Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument and found the ise (ion-selective electrode) was not properly grounded to the instrument frame. The fse resolved the issue by grounding the ise module to the instrument by cleaning all screws and contact points between the module and frame. No further instrument errors were generated.

Event description:
The customer alleged that the instrument generated approximately 20 low erroneous na (sodium) patient results on their au5800 clinical chemistry analyzer. The results were not reported outside the laboratory and there was not impact to patient results. The customer did not provide qc (quality control) recovery data.